Event description:
It was reported that the lead was explanted due to high pacing impedance above 3000 ohms approx. 154 months after the implantation.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 48cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found on the lead body, it is reasonable to assume that the lead was cut during the extraction procedure. The visual analysis revealed that the insulation was found abraded through 44cm proximal to the lead tip. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. However, the above mentioned insulation damage is not assumed to be the root cause of the reported high pacing impedance. A thorough analysis of the lead did not show any deviations which might have led to the reported clinical observation. Should additional information or diagnostic images become available, the investigation will be updated. Damages such as deformed shock coils, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.